Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. Updated fields: b5 and h6.

Event description:
Olympus further received information that the camera head was not reprocessed. The equipment was subject to disinfection, using a disinfectant wipe. No other information was provided.

Manufacturer narrative:
Full establishment name - c. Hosp. Entre douro vouga epe hospital de santa maria da feira to date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during a therapeutic laparoscopic gastric bypass, this 4k camera head presented a complete failure of the image transmission. The display/monitor presented an image by colored bars. The equipment was turned off and restarted however, the fault remained. The procedure was completed using another trolley and another camera. In result, the procedure was delayed for forty-five (45) minutes. The delay did not cause deterioration to the patient. The failure, as reported to olympus, was considered to be dure to the camera head since all other devices were operational and in working order with the replacement head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correction the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the color bar displayed could not be determined. Additionally, a specific cause of the surgery delayed of 45 minutes could not be identified from the obtained information. In addition, the following non-reportable malfunctions were found during the device evaluation: traces of rust were detected in the optical retention coupler. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the patient was under general anesthesia, the delay in procedure made it necessary to extend the surgery beyond what is normal and no other procedure was necessary.